Event description:
It was reported to medtronic minimed that the customer experienced pump error 41(motor power supply voltage error detected. This is measured before each single insulin pump stroke, and then continually measured periodically during the entire motor driving period) and pump error 43 alarm (an error in the motor was detected by reading unexpected value from hall sensor). Customer also reported that the pump was damaged. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was partially performed. The customer was able to clear the alarm and rewind the pump. Pump passed the self test. Customer also mentioned that pump functionality was affected. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The unit passed displacement, rewind, prime/seating, basic occlusion, force sensor and self test. No unexpected pump error 43, 41 alarms during testing. Thus software was utilized and downloaded trace/history files properly. However, in further full review in the pump history found multiple pump error 43, motor drive error on 02/08/2026 09:08:47.000, 02/08/2026 09:09:08.000 and pump error 41 on 02/08/2026 09:08:47.000. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, motor, vibrator during visual inspection. Motor passed motor test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: : scratched case, stained keypad overlay, cracked keypad overlay, cracked case (battery tube). In conclusion, pump error 43, 41 alarms in the trace/history files confirmed, the motor may have had an intermittent failure that was not detected during our testing. Cracked case (battery tube) confirmed. For additional information regarding the tests performed refer to (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.